Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display. It was also stated that the customer may have experienced a serious injury or hospitalization. Unable to reach the customer for further information.